Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, the trip wire broke. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. It was reported that during the preparation, the trip wire broke. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of trip wire break. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the ligator housing had four bands attached to it and two bands were overlapped. Also, the teeth were damaged/bent. The slack was not taken up and the handle does not have evidence that the loop was secured to the post. In addition, three bands returned separated from the housing ligator and they were found in good condition. Also, during the media inspection of the picture attached by the customer, it was not possible to identify the reported issue. Finally, it was observed that the trip wire was not broken. It was unable to confirm the device code trip wire break with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, it was found that the slack was not taken up from the handle slot and the wire was not secured to the handle. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of trip wire break was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. According to the product analysis performed on the device, it was found that the instructions for use of the device were not follow since the slack was not taken up from the handle slot and the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Also, it was found that the teeth were damaged bent. The marks on the ligator housing teeth implies that the device might have been used with too much force this caused the teeth to get damaged bent or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged bent and also affecting the functionality of the handle when deploying the bands. On the other hand, three bands returned separated from the housing ligator and they were found in good condition, however, it was found that the ligator housing had four bands attached to it and two bands were overlapped. This failure mode might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. There is a possibility that the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.